Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4+. The posterior leaflet was prolapsed and tethered, and imaging was challenging. The clip was placed in a2/p2 and was deployed. The clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted lateral, stabilizing the slda clip and another clip was implanted more medial reducing the mr to <1. The physician feels the slda occurred due to the anatomy and prolapsed posterior leaflet. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) is is related to patient morphology/pathology (posterior leaflet prolapse, tethered posterior leaflet and asymmetrical tenting angle). The image resolution poor was related to patient and procedural circumstances as it was reported that imaging was challenging due to the anatomy. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na